Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and discussed safety mode parameters. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and discussed safety mode parameters. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.